Event description:
Cor-knot misfired during avr. It fired and then cut the structure behind the clip and suture came out. Another cor-knot was opened and used. The 2nd device worked as expected. There was no harm to the patient. The incident is being reported since the surgeon, who has been using cor-knot for years, had another misfire incident on (B)(6) 2018 at our facility. Both incidents have been reported to the manufacturer, both devices returned to the manufacturer. Both are being reported to FDA.